Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had no capture and that, upon x-ray, it was found that the lead had "pulled back and that there was no slack in the lead." It was also reported that the slack may have been accidentally taken out during a recent generator exchange. The lead was removed and replaced. No further patient complications have been reported as a result of this event.